Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain-breast: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported, left side pain. And rupture confirmed, through CT scan. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side pain and rupture. Confirmed, through CT scan. Device has been explanted and replaced.